Event description:
It was reported that, during a laparoscopic gastrectomy, the device kept activated although the hand switch was released. Hp054 was disconnected from gen11 and reconnected, and the device became to function. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v95u38. Additional information was requested and the following was obtained: the issue occurred when the device was on the mayo-table. There were no adverse consequences to the patient. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one har36 device (batch: v95u38) was returned with no apparent damage . No package material was returned. Upon visual observation of the jaw in detailed, the black coating was damage and scratched marks were observed on the blade tip . Tissue pad was worn due to normal usage. The open and close of the jaw works as intended. The dried tissues and body fluid were stuck into the shaft. The actual device was connected and tested on a gen11 (1111521198) and hp054, the device was passed the system check test at initiation sequence. And then, no anomalies were found during the functional test. The buttons of the actual device were worked as intended. It was not able to duplicate ¿continuous activation issue¿ as the reported event during the functional testing. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found. The device was disassembled to inspect the internal component, because any defect could not be found during functional testing and visual check. Components for hand switch related and other internal parts were not found any apparent damages. When it was checked the internal switch parts of the button, but there was no evidence of moisture intrusion in each button. Also, no apparent damages and scratches were found on the shroud for hand switch related. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.